Manufacturer narrative:
This spontaneous case was reported by a pharmacist, and describes the occurrence of abdominal pain lower ('hypogastric pains (heaviness)'). In a 52-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal discomfort ("hypogastric heaviness"), dyspareunia ("intromission dyspareunia"), anorectal discomfort ("anus burns"), constipation ("constipation"), tendon disorder ("tendinopathy of right shoulder and elbow"), vertigo ("vertigo"). And stress urinary incontinence ("urinary incontinence at least effort"). The patient was treated with surgery (bilateral coronectomy by laparoscopic route). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, abdominal discomfort, dyspareunia, anorectal discomfort, constipation, tendon disorder, vertigo and stress urinary incontinence outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, anorectal discomfort, constipation, dyspareunia, stress urinary incontinence, tendon disorder and vertigo with essure. The reporter commented: the sample is available at the reporting center. Onset date provided ((B)(6) 2019), corresponded with date of surgery for essure removal. Quality safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. Most recent follow-up information incorporated above includes: on 31-mar-2021, quality safety evaluation of ptc. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ("hypogastric pains (heaviness)") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal discomfort ("hypogastric heaviness"), dyspareunia ("intromission dyspareunia"), anorectal discomfort ("anus burns"), constipation ("constipation"), tendon disorder ("tendinopathy of right shoulder and elbow"), vertigo ("vertigo") and stress urinary incontinence ("urinary incontinence at least effort"). The patient was treated with surgery (bilateral cornuectomy by laparoscopic route). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, abdominal discomfort, dyspareunia, anorectal discomfort, constipation, tendon disorder, vertigo and stress urinary incontinence outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, anorectal discomfort, constipation, dyspareunia, stress urinary incontinence, tendon disorder and vertigo with essure. The reporter commented: the sample is available at the reporting center. Onset date provided ((B)(6) 2019) corresponded with date of surgery for essure removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.